Event description:
Customer reported via phone, the buttons on the insulin pump were not responding. Customer was attempting to do a quick bolus but the device would not respond whe he pressed the act button. He attempted to resolve the issues by taking the battery out and reinserted it, however the keypad anomaly persisted. Customer doesn't recall his blood glucose level. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis. The insulin pump had also alarmed failed battery test troubleshooting was performed and no anomaly was noted on the device that may have caused the device to alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. Unable to verify the failed battery test due to the button/keypad anomaly. No unexpected numbers ramping/scrolling on their own noted. No unexpected battery icon anomaly or closed circle anomaly noted. The pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube, a broken belt clip slot, and a cracked display window.